Event description:
On (B)(6) 2014, the reporter contacted animas alleging a frequent loss of prime issue with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/15/2014 with the following findings: during investigation, a review of the black box showed a loss of prime warning associated with a low non-zero force. An ezprime sequence and 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor calibration was found to be within specifications. The pump cover was removed and no contamination or damage to the force sensor circuit was observed. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored, but the screen was able to be read.